Event description:
See initial report.

Manufacturer narrative:
The involved unit was manufactured in 2013 and according to the analysis of the complaints database, no similar events have been reported in the past. The most likely root cause was an encoder fault. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland has received a report that a scpc centrifugal pump displayed the shaft angle encoder defective error (e80) during a procedure. There is no report of any patient injury.

Manufacturer narrative:
Patient information were not provided. Livanova deutschland manufactures the centrifugal pump console. The incident occurred in germany. A livanova field service engineer was dispatched to the customer and the errore could be reproduced the rotary encoder was replaced. The pump was then functionally tested and returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.